Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed. Initial inspection of the returned heartmate ii system controller, serial (B)(6), revealed fluid ingress in the backup battery compartment and discolored lcd screen. The controller was opened and revealed fluid ingress on the pcb as well as the housing. The discolored lcd was replaced with a test lcd resolving the issue. The controller was functionally tested and was connected to mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section -¿equipment storage and care¿ and heartmate ii patient handbook section -¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called because they could not perform a self-test on their system controller and the screen on their system controller turned yellow. The patient's system controller was replaced. It was also reported that the was yellow liquid found in the battery compartment when the backup battery was assessed. The product was returned was evaluation. Related manufacturer's reference number: 2916596-2021-05384.